Manufacturer narrative:
H10. Pending investigation.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2018, and then experienced revision surgical procedure on (B)(6) 2023 approximately 5 years and 4 months after initial implant. No images were provided. There is no device information provided. There is no other information available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. H6: corrected the following: health effect - clinical code, component code, type of investigation, investigation findings, investigation conclusions.